Event description:
As reported by sapphire ww study, during post-dilatation and removal of an angioguard in a carotid stenting procedure the patient experienced neurological deficits that were diagnosed as ischemic stroke treated by tissue plasminogen activator (tpa). In addition, the angioguard wire was kinked at the hub of the catheter and since the lesion was stenotic, the angioguard moved 10-15 mm during stent deployment. At baseline the nih stroke scale and rankin score were 0. The patient had no neurological symptoms prior to the procedure. Carotid artery stenting was performed on a 99% occluded lesion in the right basilar internal carotid artery of 5mm in length in an 8.0 mm vessel diameter with moderate vessel tortuosity. The lesion had mild calcification. A 7mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. A 10x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. The angioguard rx was successfully retrieved with debris in it. During post dilatation and removal of the angioguard, the patient experienced left visual field loss and left hemiparesis. There was no documented dissection or presence of air bubbles. The patient had neurological deficits upon leaving the angio suite. There was difficulty in deployment and removal of angioguard. But the angioguard was able to be withdrawn from the catheter as per manufacture direction. There was no intervention required prior to removal of the angioguard. The user had no feel that any debris from the filter basket escaped during withdrawal. The patient was discharged five days after the procedure.

Manufacturer narrative:
Concomitant products: angioguard rx, catalog # 701814rmc, lot # 70513414, 7 french sheath. Concomitant medications: bivalrudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. As reported by (B)(6) study, during post-dilatation and removal of an angioguard in a carotid stenting procedure, a (B)(6) male patient experienced neurological deficits that were diagnosed as ischemic stroke treated by tissue plasminogen activator (tpa). In addition, the angioguard wire was kinked at the hub of the catheter and since the lesion was stenotic, the angioguard moved 10-15 mm during stent deployment. The patient¿s medical history included tia, hyperlipidemia, abnormal stress test, congestive heart failure and coronary artery disease. At baseline the nih stroke scale and rankin score were 0. The patient had no neurological symptoms prior to the procedure. Carotid artery stenting was performed on a 99% occluded lesion in the right basilar internal carotid artery of 5mm in length in an 8.0 mm vessel diameter with moderate vessel tortousity. The lesion had mild calcification. A 7mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. A 10x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. The angioguard rx was successfully retrieved with debris in it. During post dilatation and removal of the angioguard, the patient experienced left visual field loss and left hemiparesis. There was no documented dissection or presence of air bubbles. The patient had neurological deficits upon leaving the angio suite. There was difficulty in deployment and removal of angioguard. But the angioguard was able to be withdrawn from the catheter as per manufacture direction. There was no intervention required prior to removal of the angioguard. The user had no feel that any debris from the filter basket escaped during withdrawal. The patient was discharged five days after the procedure. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic strokes are well-known potential adverse events associated with the carotid stent implantation procedure and are listed in the IFU as such. Ischemic stroke can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 1016427-2013-00127 and 9616099-2013-00617. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process.

Manufacturer narrative:
Additional information was received that recovery was full with no deficit. Full recovery occurred about one month after event with sight disability. Post-dilation was performed with a 6x30mm aviator plus pta catheter. The following additional lab results were provided: (B)(6) 2013 09:35: pt 41.3, inr 4.4, aptt 55.0. Additional concomitant devices: 6x30mm aviator plus pta catheter, catalog # 424-6020w. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 1016427-2013-00127, 9616099-2013-00617 and 9616099-2014-00209. Complaint conclusion: as reported by sapphire ww study, during post-dilatation with an aviator plus and removal of an angioguard during a carotid stenting procedure, a (B)(6) male patient experienced neurological deficits that were diagnosed as ischemic stroke treated by tissue plasminogen activator (tpa). In addition, the angioguard wire was kinked at the hub of the catheter, and since the lesion was stenotic, the angioguard moved 10-15 mm during stent deployment. The patient¿s medical history included a prior tia, hyperlipidemia, abnormal stress test, congestive heart failure and coronary artery disease. At baseline the nih stroke scale and rankin score were both 0. The patient had no neurological symptoms prior to the procedure. Carotid artery stenting was performed on a 99% occluded lesion in the right basilar internal carotid artery of 5mm in length in an 8.0 mm vessel diameter with moderate vessel tortuosity. The lesion had mild calcification. A 7mm medium support angioguard rx embolic protection device was successfully deployed past the lesion. However, the device was kinked at the hub. Pre-dilatation was performed before a 10x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. Since the lesion was stenotic, the angioguard moved 10-15 mm during stent deployment the angioguard rx was successfully retrieved with debris in it. During post dilatation with a 6x20mm aviator plus pta catheter and the removal of the 7mm angioguard rx, the patient experienced left visual field loss and left hemiparesis. There was no documented dissection or presence of air bubbles. The patient had neurological deficits upon leaving the angiography suite. The angioguard was able to be withdrawn from the catheter as per manufacture direction. There was no intervention required prior to removal of the angioguard. The user had no feel that any debris from the filter basket escaped during withdrawal. The patient was treated with tpa for the ischemic stroke. The patient was discharged five days after the procedure. The nih and rankin score were not conducted at discharge. The device remains implanted in the patient; therefore, it is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15865542 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic strokes are well-known potential adverse events associated with the carotid stent implantation procedure and are listed in the IFU as such. Ischemic stroke can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. The cause of kink in the angioguard could not be conclusively determined since the device was not available for analysis and there is no indication that these are related to the manufacturing process. The reported event of the ¿device moved¿ and the ¿kink¿ in the angioguard could not be confirmed without return of the device. Procedural factors appear to have contributed to these malfunctions. Inspections are in place that prevent this type of failures leaving from the facility. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no actions were made.

Manufacturer narrative:
Additional details were received from the clinical events committee (cec) meeting minutes that the cec agreed that a cva-major, ipsilateral, ischemic/embolic occurred and was procedure and device-related. The following additional details were received from the clinical events committee (cec) meeting minutes: pre-procedure the patient received 4 baby asa and bivalirudin. The site reported the patient had an ischemic stroke event which occurred following post -dilatation, but before removal of the distal embolic device. The patient had slurred speech and could not move his left side. Upon removal of the distal embolic protection device, debris was found in the filter. Bivalirudin was discontinued. Post -procedure stroke scale scores were not officially evaluated. The patient was transferred to the coronary care unit (ccu). According to a consultation note for evaluation of stroke dictated on (B)(6) 2013 at 11:28, the patient had a head CT immediately following the diagnosis of stroke and there was no intracranial bleed or hypodensity. The consultant note documented that the patient's speech was slightly slurred, there was left facial weakness and motor strength in the left arm was 0/5 and in the left leg 3/5. The interventionalist had made 4 visits to the patient in ccu on (B)(6) 2013. His dictated note on (B)(6) 2013 at 18:44 at the fourth visit documented that there was discussion about administering tpa. A head CT scan on (B)(6) 2013 at 09:49, compared to an MRI on (B)(6) 2013, reported no evident acute findings, noting an old left parietal deep white matter lacunar infarct. A repeat head CT scan on (B)(6) 2013 at 13:10 reported acute findings and significant change from the earlier exam on (B)(6) 2013. The consultant had been in touch with a physician at an outlying stroke center who recommended tpa as long as pt, ptt, and inr were normal. Within a half-hour of arrival, the patient's left foot and left leg started to move although with some effort and there was considerable weakness. Intravenous tpa was started. Over a six hour period the patient was able to move the left leg easily and the strength had nearly come back to about 4/5. He had left -sided facial paralysis that had improved considerably to 3/5. His left arm remained paralyzed with a 0/5 motor function. A repeat head CT on (B)(6) 2013 post tpa showed no acute intracranial abnormality. The discharge summary dictated on (B)(6) 2013 noted that the patient's left arm strength remained 0/5, the left leg strength was 4/5 and the left facial strength was 4/5. His speech was normal. He was walking with assistance and a walker. The discharge diagnosis was acute cva with left hemiparesis. On (B)(6) 2013 at a 30-day follow-up visit the nih stroke scale score was 0 and the rankin stroke scale score was 0. Additional lab and test results were provided: on (B)(6) 2013 at 11:28, the patient had a head CT immediately following the diagnosis of stroke and there was no intracranial bleed or hypodensity. A head CT scan on (B)(6) 2013 at 09:49, compared to an MRI on (B)(6) 2013, reported no evident acute findings, noting an old left parietal deep white matter lacunar infarct. A repeat head CT scan on (B)(6) 2013 at 13:10 reported acute findings and significant change from the earlier exam on (B)(6) 2013. A repeat head CT on (B)(6) 2013 post tpa showed no acute intracranial abnormality. His initial inr on (B)(6) 2013 at 09:35 was 4.4 (nl 1.1) with a pt of 41.3 seconds (nl 11.6) and a ptt of 98 seconds (nl 30). A repeat inr on (B)(6) 2013 at 11:14 was 1.3 with a pt of 13.1 seconds and a ptt of 55 seconds. Additional medical history was provided: the patient is a (B)(6) man with a history severe 3-vessel cad, angina, abnormal stress test, dyslipidemia and gastrointestinal bleed. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 1016427-2013-00127, 9616099-2013-00617 and 9616099-2014-00209. Complaint conclusion: as reported by sapphire ww study, during post-dilatation with an aviator plus and removal of an angioguard during a carotid stenting procedure, a (B)(6) male patient experienced neurological deficits that were diagnosed as ischemic stroke treated by tissue plasminogen activator (tpa). In addition, the angioguard wire was kinked at the hub of the catheter, and since the lesion was stenotic, the angioguard moved 10-15 mm during stent deployment. The patient¿s medical history included a prior tia, hyperlipidemia, abnormal stress test, congestive heart failure and coronary artery disease. At baseline the nih stroke scale and rankin score were both 0. The patient had no neurological symptoms prior to the procedure. Carotid artery stenting was performed on a 99% occluded lesion in the right basilar internal carotid artery of 5mm in length in an 8.0 mm vessel diameter with moderate vessel tortuosity. The lesion had mild calcification. A 7mm medium support angioguard rx embolic protection device was successfully deployed past the lesion. However, the device was kinked at the hub. Pre-dilatation was performed before a 10x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. Since the lesion was stenotic, the angioguard moved 10-15 mm during stent deployment the angioguard rx was successfully retrieved with debris in it. During post dilatation with a 6x20mm aviator plus pta catheter and before the removal of the 7mm angioguard rx, the patient experienced left visual field loss, left hemiparesis and slurred speech. There was no documented dissection or presence of air bubbles. The patient had neurological deficits upon leaving the angiography suite. The angioguard was able to be withdrawn from the catheter as per manufacture direction. There was no intervention required prior to removal of the angioguard. The user had no feel that any debris from the filter basket escaped during withdrawal. The patient was transferred to the coronary care unit (ccu). The patient had a head CT immediately following the diagnosis of stroke and there was no intracranial bleed or hypodensity. The consultant note documented that the patient's speech was slightly slurred, there was left facial weakness and motor strength in the left arm was 0/5 and in the left leg 3/5. A head CT scan, compared to an MRI about 7 months ago, reported no evident acute findings, noting an old left parietal deep white matter lacunar infarct. A repeat head CT scan on (B)(6) 2013 at 13:10 reported acute findings and significant change from the earlier exam on (B)(6) 2013. The patient was treated with tpa for the ischemic stroke. Over a six hour period, the patient was able to move the left leg easily and the strength had nearly come back to about 4/5. He had left -sided facial paralysis that had improved considerably to 3/5. His left arm remained paralyzed with a 0/5 motor function. A repeat head CT post tpa showed no acute intracranial abnormality. The patient was discharged five days after the procedure. The patient's left arm strength remained 0/5, the left leg strength was 4/5 and the left facial strength was 4/5. His speech was normal. He was walking with assistance and a walker. The discharge diagnosis was acute cva with left hemiparesis. The nih and rankin score were not conducted at discharge. The nih and rankin scores at the 30-day follow-up visit were both 0. The device remains implanted in the patient; therefore, it is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15865542 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic strokes are well-known potential adverse events associated with the carotid stent implantation procedure and are listed in the IFU as such. Ischemic stroke can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. The cause of kink in the angioguard could not be conclusively determined since the device was not available for analysis and there is no indication that these are related to the manufacturing process. The reported event of the ¿device moved¿ and the ¿kink¿ in the angioguard could not be confirmed without return of the device. Procedural factors appear to have contributed to these malfunctions. Inspections are in place that prevent this type of failures from leaving from the facility. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no actions were made.